Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead it was noted that fifty to sixty turns were taken to attempt to extend the helix and although it was possible to extend the helix the first time the measurements were noted to be not correct thus the physician attempted reposition the lead, and it was noted that it was then not possible to extend the helix. A new lead was used with similar behavior. The lead will be returned. No adverse patient effects were reported.